Event description:
The customer stated that the dex2 meter was reading differently than a freestyle meter. On one occasion , the dex2 meter read 100 points different than the freestyle meter. Exact readings were not provided, but if one meter read 200 mg/dl, while the other read 100 mg/dl, the difference would fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined any troubleshooting. The dex2 meter is to be replaced with a breeze meter.